Event description:
It was reported that during a procedure, two blades broke (this is blade two). It was also reported that there were no adverse consequences, and no delays as a result of this event. No further information at this time.

Manufacturer narrative:
H2: this MDR was confirmed to be a duplicate of (B)(6) which was submitted through vmsr, this is the MFR report # 3015967359-2023-01627 from that submission.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, two blades broke (this is blade two). It was also reported that there were no adverse consequences, and no delays as a result of this event. No further information at this time.